Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient¿s lead was replaced. After the replacement, impedances were within normal values.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead revealed the proximal end connector was not completely seated in the implantable neurostimulator (ins) connector port. The setscrew impression on the #0 connector of the lead was too proximal indication the lead was not completely inserted into the ins connector port. It was noted both returned lead segments were electrically okay. Analysis of the anchor revealed no significant anomaly, but it was noted the anchor was cut. (B)(4).

Event description:
It was reported that the patient was implanted with two leads for a surgical trial. A week later an ins was implanted. The power was on during the trial and there were no problems, but after implantation, stimulation disappeared on the left side and abnormal resistance values were seen on half of one lead. It was later clarified that resistance values were measured during the operation and the value was already abnormal on one of the leads. The stimulation was present but the sense of stimulation differed from that during the trial. It was noted that it was possible that a defect in the lead or adaptor was to blame. It wasthought that it was unlikely that a disconnection occurred in a short period of time as the patient was not very active. The hcp was deciding if the operation would be re-done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).